Event description:
Reporter indicated that the patient came into an office visit and their device was found to be programmed to oma. Output indicating that the patient was not receiving vns therapy. The reporter also indicated that the patient's relative had purchased a low magnet (used to activate the device) from a feed store. The patient's relative was concerned that the magnet may have damaged the generator. It is moe likely that during a previous diagnostic test, there was an interrupted lead test causing the device to set to oma. It was further reported that the patient had been experiencing an increase in seizures; it is unknown if the seizure increase is above the patient's pre vns baseline frequency or if the patient has had any recent medication changes. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance. The cause of the reported events are unknown at this time, investigation is ongoing.